Event description:
Customer initially reports tip broke off. On (B)(6) 2014 customer reports that the device tip broke off during a total knee replacement while elevating a bone. Tip was easily removed, no harm done. Routine post operative x-ray confirms no parts left in pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.